Event description:
The device was used during a vcl procedure. Reportedly, pneumoperitoneum leaked from the instrument. The surgeon applied another instrument to complete the procedure. The hospital has reported that no pt injury occurred.